Event description:
On (B)(6) 2022 pt underwent needle localized lumpectomy. Biozorb placement and sentinel lymph node biopsy. On (B)(6) 2022 pt complained of swelling in her r axilla and significant bruising. On (B)(6) 2023 significant hematoma noted. Ultrasound guided needle aspiration completed, but large right breast hematoma, only partial aspiration / not amenable to aspiration.